Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was 411 mg/dl at the time of the incident. The customer's current blood glucose was 411 mg/dl. High blood glucose of the customer was treated with the insulin pump. The customer was assisted with the troubleshooting for the high blood glucose level. The customer also reported that the air bubbles were present near the end of the tubing. The size of the air bubbles was quarter of an inch. The customer was also assisted with the troubleshooting for the air bubbles but the air bubbles were not removed successfully. The insulin pump will not be returned for the analysis.